Event description:
During follow-up, decreased longevity was observed on the device in a pacemaker dependent patient. No intervention has been performed at this time. Device replacement is anticipated to be performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Manufacturer narrative:
The reported event premature depletion of battery was not confirmed. Device was received with normal output and telemetry communication. Field settings indicated response pacing mode feature was enabled. In this mode, the device output would adjust itself to accommodate for the pacing demands. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Functional tests were performed which did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) with appropriate remaining longevity. Additional findings unrelated to the reported events indicated a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.